Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed but the product was not returned. (B)(4): evidence that product in specification when used.

Event description:
Allegedly revised for unknown reasons at this time.

Manufacturer narrative:
This component was not revised as originally reported and therefore should not have been reported.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01028.